Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The device data was downloaded and showed that the device self test had repeated user power on cycles and 20.6 lifetime hours of on time. It could not be determined why these power cycles occurred or why the hybrid layer capacitors (hlc's) internal battery became depleted at this time. The cause for the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported issue.